Event description:
It was reported that during a planned surgery for battery replacement due to battery depletion, high lead impedance result was found in or before the depleted generator was disconnected. The generator was changed and the high impedance persisted; full vns system revision was performed. The explanted lead and generator are expected to be returned to the manufacturer but has not been received to date.

Event description:
The explanted device was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
Analysis was completed on the returned lead. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro - etching conditions have occurred at the break location. Also, one strand of the negative quadfilar coil shows a secondary stress-fissure in the vicinity of the break location. However, due to pitting, mechanical distortion (smoothed surface) and/or surface contamination the fracture mechanism cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead.